Manufacturer narrative:
Date of event: event date is unknown. Initial reporter address 1: (B)(6). The device is not expected to be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Cirasa a, la greca c, pecora d, sorgato a, simoncelli u, campana m, cuccia c. Catheter ablation of atrial fibrillation in heart failure: clinical, prognostic, and echocardiographic outcome. J interv card electrophysiol. 2020. Catheter ablation (ca) for atrial fibrillation (af) in heart failure (hf) patients is associated with a lower rate of cardiac events compared with medical therapy. This study deals with the clinical, echocardiographic, and prognostic outcomes in these patients. Prognostic scores, as maggic (meta-analysis global group in chronic heart failure) score, may help to predict the outcomes. From a single center, 47 patients with af, hf, and left ventricular ejection fraction (lvef) < 50% underwent ca. The primary endpoints were nyha functional class, lvef, and maggic score. From june 2010 to may 2018, of the 274 patients who underwent rfca of af in our institution, 47 patients had concomitant hf and lvef < 50% before the ablation and were enrolled in this study. Baseline clinical characteristics of the included patients are listed in table 1. The mean age was 59 years. The majority of patients were male (77%) and had a body mass index (bmi) >25 kg/m2 (79%). Twenty-four patients (51%) had tachycardiomyopathy, 34% idiopathic dilated cardiomyopathy, and 17% coronary artery disease as concomitant hf causes. Twenty-three patients had nyha functional class iii or IV, 51% had persistent af (1). To the echocardiographic assessment, 64% of the patients had mid-range lvef. Left atrial volume indexed to body surface area (lavi) was mildly dilated in 34% of the population, moderately dilated in 23%, and severely dilated in 17%. The median duration of the procedure was 180 (iqr 157- 210) minutes. Electroanatomic mapping systems were used in all cases (carto system-biosense webster in 94% or rhythmia hdx-boston scientific in 6%). Transcatheter ablation of the cavo-tricuspid isthmus was performed in the same procedure in 36 patients. Two major peri-procedural complications were described: one case of hemoperitoneum and one of ischemic stroke. Only one case of femoral arteriovenous fistula was described. No in-hospital deaths, cardiac tamponade, atrial esophageal fistula, or pulmonary vein stenosis were reported. Minor groin hematomas were reported in 15% of patients.